Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 14-mar-2023. Investigation summary: the customer reported the tubing is blowing apart at the connector, and returned one used sample of lot 22109034, and 3 unopened ones. There were also 3 unopened samples of lot 22109036. There were 7 total samples and all were material mpx5302-c. The used sample verifies the complaint, and was separated at the inlet of smart site. The remaining 6 unopened samples were tested for separation, and none was found. The root cause for the failure was traced to manufacturing solvent assembly process. Quality alert was issued to the assemblers to address the issue. Device history record review for model mpx5302-c lot number 22109036 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Device history record review for model mpx5302-c lot number 22109034 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported while using bd maxplus¿ pressure rated extension set with needleless connector and y-site there was component separation. There was no report of patient impact. The following information was provided by the initial reporter: the extension set is blowing apart where the tubing meets the connectors.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 22109034. Medical device expiration date: 03-oct-2025. Device manufacture date: 03-oct-2022. Medical device lot #: 22109036. Medical device expiration date: 03-oct-2025. Device manufacture date: 03-oct-2022. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd maxplus¿ pressure rated extension set with needleless connector and y-site there was component separation. There was no report of patient impact. The following information was provided by the initial reporter: the extension set is blowing apart where the tubing meets the connectors.